Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 280 mg/dl between 5 and 24 hours of wearing the pod. The reporter stated that it was leaking from the pod site, and the cannula was not properly inserted in the abdomen. Upon removal of the pod, the cannula appeared to be kinked. As treatment a new pod was applied.